Event description:
Additionally, physician reported capsular contracture, baker grade ii-iii. This record relates to the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: a visual and micro analysis was performed which identified: striated opening and crease fold. Base on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "patient is scared regarding bia-alcl and wants fluid tested." The device has been explanted. The side is unknown.